Event description:
Reporting status: medical intervention/death. Reporting rationale: guide wire separation/medical intervention/death. Device issue: guide wire separation. It was reported that the distal rca with 95% in-stent restenosis (isr) of an unk stent as well as severe diffuse disease in the mid and dist rca proximal to this lesion was being treated. The isr was treated via balloon angiography (ptca) with the use of a non-abbott device. Post ptca, a 2.5 x 28 mm xience v stent would not cross the lesion; therefore, the proximal vessel was pre-dilated. The 2.5 x 28 mm xience v stent was again advanced, but would not advance to the site and was deployed at an unintended site at 18 atm. A 2.5 x 15 mm xience v stent was then advanced, but would not advance beyond the proximal segment of the 2.5 x 28 mm xience v stent. There was resistance when removing the sds. Therefore, it was deployed at this site at 18 atm. The stent was not fully expanded, so a non-abbott balloon catheter was advanced and inflated to 17 atm. The balloon catheter was advanced to attempt to ensure full expansion of the 2.5 x 15 mm xience v stent, but could not be delivered. The attempts were followed by unseating of the guide catheter and loss of guide wire position.

Manufacturer narrative:
(B) (4). This MDR is being filed to replace the previously filed unk prowater MDR report, which was inadvertently filed under MFR# 2024168-2010-00366. The device is manufactured by asahi intecc co. Ltd. Medical division; however, (B) (4) distributes the device and is responsible for MDR reporting. Eval summary: product performance engineering reviewed the incident info. From the provided info, it can be presumed that the prowater was pulled back with force against the resistance under the condition where its distal end was trapped by the stent strut, resulting in the guide wire tip separation. This was unable to be confirmed as the device was not returned for investigation. According to the provided info, the pt left the cardiac cath lab in serious condition and died 36 hours after the five-hour procedure due to a right ventricular infarct in the rca. Treatment was given to the pt during this period; however, it is unclear due to lack of info provided, how or if, the guide wire breakage contributed to the death of the pt. The instructions for use warning section states "never push, auger, withdraw, or torque a guide wire that meets resistance. .... Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If guide wire damage or breakage occurs, it may cause damage to the vessel and injury to the pt, or death. As possible complications and adverse events, separation or breakage of the guide wire and coronary artery thrombus may occur.